Manufacturer narrative:
Continuation of d10: product ID 8780 (B)(6); product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2025 product ID 8784 (B)(6); product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2025 product ID 8782 (B)(6); product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (12mg/ml at 1.997mg) via an implantable pump. It was reported that the patient's pump was eroding out of their skin in their left lower quadrant. It was unknown if external factors were involved and no troubleshooting was performed. In order to prevent infection, the pump was explanted along with the pump segments and the 8780 was completely removed. Multiple pump segments were used for the initial implant of this patient's intrathecal system. A new pump was implanted along with a new pump segment on the right lower quadrant. The issue was resolved.